Event description:
It was reported that during reprocessing of the fenestrated bipolar forceps instrument, the wire at the tip of the instrument was observed to be broken. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the conductor wires were intact and undamaged; however, the drive cable was frayed. The pitch up cable was frayed at the distal clevis hub. The frayed strands were sticking out at the wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.